Event description:
An endofog which had been picked for a case was noted to be missing the sponge normally included with the solution. "Anti-fog solution nonfb100, lot#318379, exp [redacted date]. Other packages on the shelf were visualized to all have the sponge, and 1 package was found (including the sponge) with the same lot number and expiration date. Materials management was notified.